Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included obesity, ear pain, allergic rhinitis, appendectomy and c-section (2). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("allergy nickel / nickel sensitivity"), migraine ("migraines / headaches") and blindness ("vision loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and fibromyalgia ("autoimmune diagnosed fibromyalgia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and allergy to metals had resolved and the fibromyalgia, migraine, blindness and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, blindness, dysmenorrhoea, fibromyalgia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping). On unknown date essure confirmation test was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included obesity, ear pain, allergic rhinitis, appendectomy and c-section (2). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("allergy nickel / nickel sensitivity"), migraine ("migraines / headaches") and blindness ("vision loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and fibromyalgia ("autoimmune diagnosed fibromyalgia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and allergy to metals had resolved and the fibromyalgia, migraine, blindness and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, blindness, dysmenorrhoea, fibromyalgia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping). On unknown date essure confirmation test was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs and mr received : events "migraines / headaches, vision loss, weight gain, plaintiff did not undergo essure confirmation test", reporter, medical history added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("allergy nickel") and fibromyalgia ("autoimmune diagnosed fibromyalgia"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the allergy to metals and fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fibromyalgia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping). On unknown date essure confirmation test was done. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Case become incident. Event injury was updated to new events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), allergy nickel, autoimmune diagnosed fibromyalgia. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain'). In an adult female patient who had essure (batch no. D14831), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: obesity, ear pain, allergic rhinitis, appendectomy and c-section (2). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("allergy nickel / nickel sensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), migraine ("migraines / headaches") and blindness ("vision loss"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and allergy to metals had resolved. And the fibromyalgia, migraine, blindness and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, blindness, dysmenorrhoea, fibromyalgia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping). On unknown date, essure confirmation test was done. 5 trailing coil on right side and 4 on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: insertion date was updated, reporter information added: case is medically confirm. Lot no added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.